Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were air bubbles in the infusion set tubing and patient line. The customer's blood glucose (bg) level ranged from 243 mg/dl to 333 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer primed the tubing to remove the air and would resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.